Event description:
It was reported that during the procedure the subject coil became stuck in the distal tip of the catheter and while trying to remove the coil and microcatheter together from the patient¿s body, the coil broke and protruded into the anterior cerebral artery (aca) resulting in blocking both a2 segment of the both vessels physician stented the contralateral a2 into the right a1 segment to tack down the loose coil and restore blood flow. The coil was left in patient. There were no clinical consequences to the patient.

Manufacturer narrative:
H4 manufacturing date ¿ added. D4 expiration date - added. D10 product available to stryker ¿ updated. D10 concomitant products grid ¿ updated in h10. The subject device is not available; therefore, visual and functional testing as well as physical analysis cannot be performed. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Based on the detailed event description, procedural factors will be assigned to this complaint as it is associated with a product that met stryker and design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use.

Manufacturer narrative:
Device not received for analysis yet.

Event description:
It was reported that during the procedure the subject coil became stuck in the distal tip of the catheter and while trying to remove the coil and microcatheter together from the patient¿s body, the coil broke and protruded into the anterior cerebral artery (aca) resulting in blocking both a2 segment of the both vessels physician stented the contralateral a2 into the right a1 segment to tack down the loose coil and restore blood flow. The coil was left in patient. There were no clinical consequences to the patient.